Event description:
Right revision total hip arthroplasty, femoral component and liner. He has had progressive right hip pain and was evaluated for prosthetic loosening and found to have aseptic loosening and failure of his right total hip arthroplasty, with moderate to advanced erosion of his acetabular component. The femoral component was noted to be grossly loose and was removed. There was no gross evidence of infection. The cement was grossly loose, and was removed.